Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to the shipment. The stent and delivery system have been returned for eval. The investigation is currently underway. Ths event is being reported because this device is the same or similar to one marketed in the united states PMA #: p070014.

Event description:
It was reported that the stent broke during deployment. The stent was deployed using the thumbwheel. After the stent was released, the user removed the deliver system from the pt. Reportedly, a section of the stent remained in the delivery system. A second stent was placed. No pt injury reported.